Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, they had a stapler misfire leading to a tear in the intestinal wall. In order to resolve the issue and complete the case the surgeon sutured the staple line. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account with the appropriate packaging in an undamaged condition. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when stapling the final anastomosis, staple line was uneven and tore the intestinal wall. In order to resolve the issue and complete the case the surgeon sutured the staple line. No tissue damage. No blood loss. Surgical time not delayed by more than 30 minutes. Nothing fell in the patient's cavity. There was no patient injury.